Event description:
The pump was received for investigation. No air in line alarms when multiple sets are installed to the pump. Pump will need all applicable testing before being released to refurb stock. It was observed during investigation that the rear housing is cracked on both corners of the device. Rear housing will need replaced before testing and release of the device to refurb stock.

Event description:
Customer reports the following: "biomed reported high amount of air in line errors even when multiple sets have been changed out. No patient harm." Preliminary review indicates that this was due to a broken downstream air sensor, which stopped an active infusion. Fresenius kabi is reporting due to the referenced technical issue as a conservative measure; no adverse effects were reported. More information is needed to complete the investigation.